Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual analysis of the returned sample revealed reddish material and a hole in the pebax. The magnetic and force features were tested and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. The blood found inside the pebax area may contribute to the force issue reported. A manufacturing record evaluation was performed for the finished device 31003015l number, and no internal action was found during the review. The issue reported by the customer was confirmed. The instructions for use contain the following information that should be considered: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the bwi product analysis lab identified a hole on the pebax. During the procedure, a high force reading error occurred on the smartablate generator, which flashed red. The catheter was replaced and the procedure continued. No patient consequences were reported. High force reading is not MDR-reportable. Hole in the pebax is MDR-reportable.